Manufacturer narrative:
Device information and implant date are unknown at this time. The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Reference MFR. Report #1627487-2019-04123. Additional information indicated the patient underwent surgical intervention to address the high impedance issue related to the extension. Preoperative diagnostics indicated high impedance readings. During the procedure the extension was explanted and replaced. The physician opted to also explant and replace the lead as the physician felt it was possibly the cause of the high impedance readings. Surgical intervention addressed the issue. The lead has been added as a second device to this record.

Event description:
Reference MFR. Report #1627487-2019-04123.